Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a intermittent cartridge alarms (alarm 19) occurred with multiple cartridge during the load sequence. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer did not provide a bg value, and declined to provide any additional information regarding the reported high bg. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 issue was verified; however, o failure was identified related to the reported issue.